Event description:
It has been reported to novartis nutrition that an enteral feeding pump gave an overdelivery of enteral feeding formula. It was also reported that the alarm on the pump to alaert the care giver of a free flow situation did not function. No pt complications were reported.